Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook echo tip ultra endoscopic ultrasound needle was used. Puncture of the bile duct via the stomach was carried out due to difficult cannulation of the papilla, and a rendezvous technique was used for biliary cannulation. The device was used for puncture but the distal tip was deformed (i.e. Kinked), so the physician attempted to remove the device. During removal, the internal channel of the endoscope became damaged (i.e. Pinhole) by the needle tip. Another needle in hand was used for the procedure. No section of the device remained inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our laboratory eval of the product said to be involved confirmed the report. The product said to be involved exhibited four bends along the length of the device. Extension and retraction of the needle was performed without difficulty. A kink in the extended portion of the needle was noted. This kink was approx 3 centimeters from the distal end of the device. The distal end of the sheath is damaged and has a brown discoloration mark. No other anomalies were noted during this eval. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The most probable cause for this reported observation is the device was used in conflict to the instructions for use. This device was used to puncture the bile duct during a rendezvous technique that was used for biliary cannulation. The intended use of this device is to sample targeted submucosal gastrointestinal lesions. It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle near the distal end. Instructions for use state to visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Prior to distribution, all endoscopic ultrasound needles are subjected to a visual inspection for product integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Correction action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Add'l comments regarding this report: based on the info provided, a cook rep has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.